Manufacturer narrative:
B4: 16jul2021. The customer confirmed the reported issue and replaced the gas delivery system (gds) to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. Visual inspection revealed no anomalies. The returned gds passed all testing, no fault found. The customer complaint cannot be verified.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported the unit has a pressure sensor fail. The device was not in clinical use. No patient or user harm was reported.